Event description:
The customer stated he was hospitalized for diabetic ketoacidosis and the blood glucose levels were over 1000 mg/dl. The customer stated he was bolusing for his blood glucose levels prior to the hospitalization, but the boluses were not effective. Troubleshooting was performed and the insulin pump was programmed correctly. The insulin pump passed the prime test, but the customer did not have the tubing clamp to perform the high pressure test.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. We therefore, consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.